Manufacturer narrative:
Pump passed displacement test, prime/delivery test and excessive no delivery test. No excessive no delivery alarm. Unit received with cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 589 mg/dl. Customer was able to resolve no delivery with an infusion set change. Customer was advised that insulin pump would need to be replaced.